Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection, had problems with their access, and were hospitalized. The patient reported they could no longer perform pd therapy because their peritoneal wall was damaged following surgery. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: the information in the complaint file has been reviewed. On 8/oct/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a fresenius cycler whose peritoneal wall was damaged due to surgery and experienced a serious infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and peritoneal wall damage; however, no additional information was obtained. Patient demographics, nature and cause of these events, medical intervention provided, and the patient¿s current disposition remain unknown. In the intake, there was no indication these events were related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritoneal wall damage and/or serious infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection, had problems with their access, and were hospitalized. The patient reported they could no longer perform pd therapy because their peritoneal wall was damaged following surgery. Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection, had problems with their access, and were hospitalized. The patient reported they could no longer perform pd therapy because their peritoneal wall was damaged following surgery. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.